Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that the insulin pump alarmed with a failed battery test, upon insertion of a new battery. The customer was then unable to remove the battery cap when trying to take out the battery. The customer's blood glucose was 260 mg/dl. Troubleshooting to remove the battery cap was unsuccessful and troubleshooting for the failed battery test could not be performed, due to the inability to remove the battery cap. Customer was advised the device would be replaced and agreed to return the product for analysis.